Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump did not received receive a low battery alert prior to the replace battery alert and received a power loss alarm. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Notification light did not immediately stop flashing. Customer stated that the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert without a low battery warning. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device trace download analysis confirmed the device alarmed power error 25 alarm and battery power loss alarm. The adapt tool confirmed power error 25 alarm and battery power loss alarm was triggered when the backup battery loaded voltage was less than 3.5 volts for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the device was monitored and functioned properly. Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected failed battery test alarm noted during testing.